Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address acetabular loosening. It was further noted in the revision operative report that there was marked staining of metal debris, a very dark gray, present throughout the entire trochanteric bursa.